Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer changed pump supplies to resolve the issue. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.